Event description:
Customer claims that the alarm has power, but no alarm tone when pressure is removed from the sensor pad. The alarm was tested using a new sensor pad, but the results remained the same. The rj-11 clip is in good condition. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product shows when tested, the unit does power on, but there's no alarm tone when the pressure is removed from a working sensor pad. The tone selector, the fail safe, and the low battery indicator functions do not work. The liqui label shows evidence of moisture. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed. (B)(4).